Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the drive support cap was sticking out. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked and broken display window, broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.